Manufacturer narrative:
A visual inspection of the sample product returned reveal no residue observed on device indicating it was not used. No other visual abnormalities observed on the returned device. Physical and functional inspections revealed the device function is intermittent. Device would not cock approximately 10% of the time. A lot history search was performed and found no other complaints have been reported from this lot. The root cause of this complaint is a design error that allows the internal components of the device to become ultrasonically welded, causing deformation that does not allow the device to cock.

Event description:
It was reported to boston scientific corporation in 2006 that a easycore biopsy device was used during a prostate biopsy procedure (patient age and weight unknown) the day before. During the procedure the product kept misfiring, due to the trigger not catching as the physician pulled back on it. The procedure was completed with another easycore biopsy device.